Manufacturer narrative:
Concomitant medical produucts: product ID 3889-28, lot# va171ru, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient did not feel stimulation. The patient stopped feeling stimulation the (B)(6) before report. She last felt the stimulation in her tailbone which wasn¿t normal. The patient denied any trauma, falls, or changes in activity that could have affected the device. The patient stated that she helped pack boxes but it wasn¿t strenuous. The patient had never had stimulation above 3.0 but at the time of report was at 8.5 and still wasn¿t feeling anything. The patient reported that she was in the bathroom constantly, since 3:30 on the date of report she had gone to the bathroom 10 times. She also reported that she was having a lot of back pain at the ins and lead locations. Additional information from the patient and their healthcare professional noted that the lead had fractured and revision surgery was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.